Event description:
During the atrial fibrillation procedure, air was aspirated into the pulmonary artery. A septal puncture was performed with the sheath and baylis rf septal needle. The sheath was inserted into the left atrium and mapping was performed on a biosense pentaray catheter, which was replaced with a biosense lasso. At that time, air was confirmed in the patient's body on fluoroscopy. No abnormalities were noted in the patient's condition and vital signs. Air was aspirated and bilateral pv isolation was performed with the lasso still in the sheath. When the lasso was replaced with advisor 15mm, a considerable amount of air leak was confirmed. At this time as well, no abnormalities were confirmed in the patient's condition and vital signs. Air was aspirated and the sheath was removed from the left atrium and placed near the ivc and the procedure was completed without replacing the sheath. The remaining rf delivery and post-mapping were performed and completed at agilis. The doctor decided that it would be difficult to continue the procedure while stopping the bleeding, and did not remove the sheath first, and the sheath remained in ivc to complete the procedure. It was noted on the fluoroscopy that the patient had air in the pulmonary artery, but doctors determined that it would be absorbed in the lungs. No patient consequences were observed after the procedure.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.